Manufacturer narrative:
Additional, changed, and/or corrected data: d10, h3, h6. Device evaluation: analysis of the returned device identified: deformation, white particles in the shell, wear abrasion and the weight the device within specification. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Physician reported right side ¿capsular contracture, g3¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported right side ¿capsular contracture, g3¿. The device has been explanted.